Manufacturer narrative:
Investigation summary bd received one video for investigation. After review and analysis of the customer sample, embedded foreign material is seen on the tube. Additionally, a visual inspection was conducted on 30 retained samples for foreign material, and none of these samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: embedded foreign matter. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using one bd vacutainer® sst¿ blood collection tube, customer found black foreign matter on the tube wall. There was no health impact or consequence reported.

Manufacturer narrative:
E1: initial reporter phone #: (B)(6). G4: PMA/510(k)#: one additional code applies; k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using one bd vacutainer® sst¿ blood collection tube, customer found black foreign matter on the tube wall. There was no health impact or consequence reported.